Manufacturer narrative:
(B) (4). Device #2: the unk xact stent has been filed under a separate manufacturer number. The device remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device #1 malfunction: stent fracture. Time of malfunction: after the procedure. Symptoms/ae: none. It was reported that a patient had two xact stents implanted overlapping in the left carotid artery in (B) (6) 2009; however, when the patient returned for a follow-up visit on (B) (6) 2010, both stents were found to be fractured and the fractured segments were "free floating" in the patient's carotid artery. Reportedly, the patient was asymptomatic at the follow-up visit. Additional information received on 02/11/2010 indicates that the patient is still asymptomatic on the side with the fractured stents and the physician intends to restent the patient in 4-6 weeks. No additional information is available.